Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that the index procedure was indicated due to non-st segment elevation myocardial infarction. The 99% stenosed target lesion was located in the mid left anterior descending (lad) artery and 70-75% stenosed lesion proximally and distally. The lesions were treated with an unspecified cutting balloon. While inflations were being performed with the cutting balloon, the patient became extremely confused and combative, requiring help from the anesthesiologist and the patient had to be restrained. The cutting balloon was removed and a 2.7x32mm taxus express2 drug eluting stent (des) was implanted covering the proximal 2 target lesions. The distal lesion had only mid stenosis and had stent-like results from the cutting balloon. 0% residual stenosis was noted. Three days later, angiography revealed a widely patent lad stent. The patient was discharged on plavix and aspirin. In (B)(6) 2006, the patient presented with severe chest pain and EKG showed evidence of possible acute myocardial infarction with st-segment elevation; however, angiography revealed continued patency of the lad stent. There was a 90% lesion noted in the small non-dominant right coronary artery (rca). The physician elected to continue to treat the patient medically. In (B)(6) 2007, the patient presented with chest pain and some dizziness. Angiography revealed patency of the lad stent with a 99% stenosis in the rca. The physician elected to treat the patient medically. Again, in (B)(6) 2007, the patient presented with chest pain and dizziness. It was noted that the patient was smoking. Etiology for the previous admission was believed to be possibly secondary to coronary spasm from smoking. In (B)(6) 2009, the patient experienced acute anterior wall st-segment elevation myocardial infarction with early cardiogenic shock. The lad was 100% occluded in the proximal portion prior to the stent. The lcx has a proximal 50% lesion with a mid 50% haziness and thrombus. Timi 0 flow was noted in the lad. The lad was angioplastied with a 2.5x20mm maverick balloon catheter. A 2.75x23mm non-bsc stent was deployed in the proximal lad. Timi 3 flow was noted. A 99% stenosis was noted in the mid rca with timi 0 flow. The patient was still experiencing 8/10 chest pain so the physician elected to angioplasty the rca with a 2.25x12mm non-bsc balloon catheter. A 2.5x15mm non-bsc stent was deployed in the mid rca. In (B)(6) 2009, the patient presented with chest pain; however, angiography revealed a patent lad stent. Again in (B)(6) 2009, the patient presented with chest pain and myocardial infarction. Angiography revealed in-stent restenosis of the mid lad. The proximal lcx has an in-stent 20-30% restenosis, the lad has an 1005 occlusion before the beginning of the proximal lad stent. A 2.75x20mm apex balloon was inflated in the proximal lad and mid portion of the proximal lad. Suboptimal results were noted with thrombus in the mid lad and the proximal lad in-stent. Additional dilations were performed with excellent results in the proximal and mid lad with no evidence of dissection of stent, excellent timi 3 flow. In (B)(6) 2009, the patient presented with chest pain and unstable angina; however, angiography revealed a patent lad stent. Medical therapy was recommended. In (B)(6) 2009, the patient presented with chest pain; however, no acute changes were noted. In (B)(6) 2009, the patient was seen in followup. The patient was noted to be stable essentially with no cardiac complaints. The patient reportedly has stopped smoking. Continued medical therapy was recommended.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4).